Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and three patterns along the same edge (anterior and posterior) assessed as smooth opening. Missing shell assessed as inconclusive. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.